Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirter out of the pump. The customer's blood glucose reading was 298 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, error test, self-test, off no power test. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. We were unable to verify prime alarms due to motor error alarms. We were unable to perform occlusion test and excessive no delivery test due to motor error alarm. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window.